Event description:
The concerto coil would not feed through the hub of the microcatheter. The coil never went into the patient. Selective angiography of the superior pancreaticoduodenal artery originating from the right hepatic artery was carried out. This vessel was successfully coil embolized.